Event description:
Patient alleged that when the I-port was removed following three days of war, the application site was irritated and patient's blood glucose level was elevated to over 600 mg/dl. Patient self admitted to the hospital. Treatment conducted at the hospital included administration of insulin and antibiotics. Follow-up correspondence revealed that the patient has been released from the hospital, patient's blood glucose level is within her normal range, and no lingering effects are evident.

Manufacturer narrative:
The I-port worn prior to admittance to the hospital was not available to return for evaluation.